Event description:
A cartridge change error was reported with the pump, leading to the customer's blood glucose reaching very high levels, though the specific value was unknown. The customer took corrective action by administering a correction injection. After several unsuccessful attempts to load the cartridge, technical support guided the customer through a series of steps, including inspecting and cleaning various parts of the pump and trying a cartridge from a different lot. Eventually, with assistance, the customer successfully loaded the cartridge and was able to resume insulin delivery.